Manufacturer narrative:
(B)(4). No testing could be performed and no returns were available from the customer site. The abbott prism hcv assay package insert provides information to address the customer issue. Clinical sensitivity was evaluated using this same lot with commercially available seroconversion panels. All results met specifications. The prism hcv assay package insert contains information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Additionally, a review was performed for non-conformances and deviations and no non-conformances and no deviations were identified. The product is performing as intended and no product issues were identified. As an adjunct to the reagent evaluation, the service history for abbott prism analyzer serial number (B)(4) was reviewed and did not identify any service-related instances that could have contributed to the customer observed issue. Additionally, a review of 12 months of complaints for the abbott prism instrument did not identify increased complaint activity. Based on the evaluation results and the information from the customer site, there was no malfunction, deficiency or deterioration in the characteristics and / or performance or any inadequacy in the labeling or instructions for use of the device identified.

Event description:
Abbott received notification that the (B)(6) notified their competent authority of an issue regarding alleged (B)(6) prism hcv results for a donor unit. This was a retrospective report submitted by (B)(6) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. (B)(6) of (B)(6) 2014 - on (B)(6) 2016 the new serologic screening system gave the (B)(6) result cobas anti-hcv (B)(6), but with the abbott prism anti-hcv test previously used by (B)(6) the sample was (B)(6) /nat test (B)(6). On (B)(6) 2014 - immunoblot questionable (B)(6). There is no information provided on the donors or any recipients of the blood products from these donations. Notification to the competent authority ((B)(6)) was received by abbott after the prism analyzer was removed from this site.

Manufacturer narrative:
Ln 6a52 is manufactured in (B)(4). The same/similar product 6d18 is manufactured in abbott park, il USA, the manufacturing site mistake was identified on 7march2018. There is no new patient or product information, manufacturing report 1415939-2018-00040 was submitted to correct the manufacturing location.

Manufacturer narrative:
(B)(4). The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.